Event description:
It was reported that this pacemaker exhibited possible loss of capture (loc) of the right ventricular (rv) lead during rv automatic threshold (rvat) tests. Technical services (ts) discussed reprogramming options with health care professional (hcp) as troubleshooting. No adverse patient effects were reported. Currently, this rv lead remains in service. According to additional information, this patient experienced syncope. When ts examined device episode data around the time of the event, it only showed the patient was in atrial fibrillation (af) and that device appeared to perform as programmed. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker exhibited possible loss of capture (loc) of the right ventricular (rv) lead during rv automatic threshold (rvat) tests. Technical services (ts) discussed reprogramming options with health care professional (hcp) as troubleshooting. No adverse patient effects were reported. Currently, this rv lead remains in service.